Event description:
It was reported to boston scientific corporation, that a flexima biliary stent system was used during an endoscopic biliary drainage (ebd) procedure. According to the complainant, while trying to release the stent, the suture was tangled and the guiding catheter was unable to retract. With resistance encountered, excessive force was used to release the stent. The physician was able to forcefully deploy the stent; however, the stent was not at the target position. The stent was moved to the target lesion with forceps and the procedure completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4): (suture tangled). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).